Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, ventricular lead noise was observed. There were also some inappropriate af episodes. Programming changes were made and no noise was noted during next follow-up on (B)(6) 2019. Patient was stable.